Manufacturer narrative:
Dhrs check: by checking the manufacturing charts and the raw material certificate of the instrument involved, no pre-existing anomaly was found on the (B)(4) pieces manufactured with the same lot# (14ab036). Instrument analysis: we received the affected instrument for analysis without receiving the broken thread of the instrument. By a visual analysis we could confirm that the tip of the thread was broken and therefore a functional test was not possible. A rockwell hardness test (astm e18-19) was performed on the surface of the instrument to confirm the conformity of the material (aisi 630). As the remaining part of the thread was too small, the measurement was performed on the closest point possible (same material). The test results showed a value of 44 hcr, in compliance with recommended value by astm a564 (minimum allowed: 40 hrc). Conclusion: we believe that the male thread of the instrument may have suffered a slight damage due to repeated uses in time and/or because of an improper use by the surgeon (onset on multi-axial forces on the male thread when beating the cup). We know that when the issue occurred, the surgeon was using the instrument in combination with a definitive delta acetabular cup. Our delta cup surgical technique clearly specifies that these impactors-positioners-aligners must be used only with the trial acetabular cups and a different instrument must be used in combination with the definitive cups. According to our technical analysis, the improper use of the instrument (used for impacting a definitive delta cup) can cause an excessive stress on the thread, that, in combination with the intra-op bending performed by the surgeon to assess the cup stability, can lead to the its breakage. Off label use of the instrument can then be identified as the root cause for the thread breakage experienced. Pms data: we are aware of a total of 2 complaints involving the breakage of the instrument threads during surgery (including this one). In both cases, the instruments had been used off label (by implanting a definitive delta acetabular cup - improper use). Specific breakage rate: (B)(4). No specific corrective action for this case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Intra-op issue with the impactor with code 9057.20.555 and lot# 14ab036. During a hip surgery performed on (B)(6) 2018, the threaded tip of the impactor broke while impacting the definitive delta acetabular cup. According to the info received, the surgeon was able to remove the broken part of the thread using a dental pick. This issue caused 20 mins of prolonged surgery time. No other consequences reported for the patient. Event happened in (B)(6).

Manufacturer narrative:
We will proceed with further investigation and provide a final MDR once concluded.

Event description:
Intra-op issue with the impactor with code 9057.20.555 and lot# 14ab036: during hip surgery performed on (B)(6) 2018, the threaded tip of the impactor broke while impacting the definitive cup. This issue caused 20 minutes of prolonged surgery time.event happened in (B)(6).